Manufacturer narrative:
Based on the events as reported, the echo ps positioning system was not removed from the patient as prescribed in the instructions-for-use. This complaint is confirmed as use related with no malfunction of the device. The warning section of the instructions-for-use states: "the echo ps positioning system (including the balloon, all connectors, and inflation tube) is to be removed from the patient and appropriately discarded as it is not part of the permanent implant." The instructions-for-use also prescribes the proper method for use. (B)(4). Not returned.

Event description:
The following was reported via medwatch (B)(4): "mesh was placed through one of the trocars by the doctor. An endoclose device was used to pull the string of the mesh up tight against the abdominal wall then inflated the ring on the echo mesh to help hold the mesh in place. Then a secure strap device was used to tack the mesh in place against the wall. After securing the edges of the mesh, the doctor cut the string holding the inflation ring so they could finish securing the mesh. The doctor ran into some bleeding from one of the tack sites and used the harmonic scalpel to control it. It took a few minutes to complete. Once the bleeding was under control the patient was closed. Counts were correct. Patient was extubated and moved onto their bed. Doctor realized we may have left the inflation ring in the patient. We searched the trash and decided it had not been removed from the patient. We set up sterile supplies while the crna re-intubated and went back in to remove the item. Item was removed from patient successfully. The procedure was for laparoscopic umbilical hernia repair."